Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "do not feel firm, came across this potential adverse event". Device remains implanted. Patient later reported possible rupture.